Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 190mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with flex fatigue damage. Analysis concluded that the clinical observations of high impedance out of range were likely caused by the confirmed fracture and a slight twisting of the lead body in several areas (possible twiddler's syndrome).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance out of range. It was suspected that the lead was fracture. It appeared on x-ray that there was a spot under the suture sleeve. The physician suspected the suture tie was too tight. This lead was succesfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance out of range. It was suspected that the lead was fracture. It appeared on x-ray that there was a spot under the suture sleeve. The physician suspected the suture tie was too tight. This lead was successfully replaced. No additional adverse patient effects were reported.